Event description:
The customer reported that two uteroscopes had white residue in the lumens. With both scopes, the residue was discovered during a procedure. It was not determined that there was residue in the channels until a guidewire was passed through the scope and this was done while the scope was in use with the pt. The customer alleges that there were no complications following the scope use. The asp customer care reviewed the proper cleaning procedures with the customer.

Manufacturer narrative:
Reference MDR 2084725-2008-00721.